Event description:
A customer contacted beckman coulter inc. (Bci) regarding a falsely low glucose result generated by the unicel dxc 600 pro synchron clinical systems for one patient sample. The low result triggered the critical rerun feature which generated a higher result. Subsequent reruns on the same instrument yielded higher results and one result was reported out of the lab. The low result was not reported out of the lab. Patient treatment was not affected.

Manufacturer narrative:
Per customer, no calibration or qc problems noted. No specific service calls were requested for glucose. A clear root cause for this event has not been determined.